Event description:
Hub of midline was cracked and causing leaking. It had been in place about 30 hours prior to rn noticing leaking. Argon rep was contacted and notified of event. Device was not available to submit to the company. FDA safety report ID# (B)(4).